Event description:
It was reported that patient suffered from many syncope episodes, was brought unconscious to the hospital with irregular heart rates and the physician diagnosed "pacemaker failure". It was also reported that the patient "suffered mentally, physically and financially." The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.